Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2020 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen and lower abdomen, using the cooladvantage plus applicator, and was diagnosed with paradoxical adipose hyperplasia on the treated areas 18 months after treatment. The tissue was described as firm. Visible enlargement with clear demarcation and bulging was noted in the entire abdomen.